Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy 100 ventilator battery charge lamp turns on and off while in patient use. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. New information/evaluation: the ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The reported issue was not confirmed during an inspection. There were no errors indicating abnormalities of the device observed in the log. Although a test was performed for an investigation, all items came to pass. Based on the above, it is determined that there were no abnormalities in the device. Periodic maintenance 2 was performed. The front enclosure overlay was replaced due to scratches observed. The following parts were replaced as regulated by maintenance procedure to prevent failure: pollen filter, exhaust fan assembly and 43-microns filter. Performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (14.2.05)

Event description:
The manufacturer received information alleging a trilogy 100 ventilator battery charge lamp turns on and off while in patient use. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.